Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, unipolar rv lead impedance warning triggered, and rv polarity switch occurred. The rv lead remains in use. No patient complications have been reported as a result of this event.